Event description:
The reporter stated that the end-user was coming down a hill when the left motor locked causing the end-user to be thrown from the chair. End-user was taken to emergency for a check up, the end-user did not receive serious injuries but there was some bruising.

Manufacturer narrative:
As of this date, this item has not been returned to the MFR for eval.